Event description:
A customer in the (B)(6) notified biomérieux of a false positive cefoxitin screen result for a patient staphylococcus aureus isolate when testing with the vitek® 2 ast-p634 test kit (ref 415671, lot 7340872403). Cefoxitin disk diffusion testing was performed as an alternative method and obtained susceptible results. Vitek® 2 ast-p634 cefoxitin screen = pos (resistant). Oxacillin mic <= 0.25 (aes modified to resistant). Disk diffusion cefoxitin = 31 mm (susceptible). The customer reported that the false positive cefoxitin screen results did not lead to any adverse event related to the patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An investigation was initiated in response to a customer complaint of a false positive cefoxitin screen result for a patient staphylococcus aureus isolate when testing with the vitek® 2 ast-p634 test kit (ref 415671, lot 7340872403). The customer informed local customer service (lcs) and global customer service (gcs) that the isolate was too mixed to submit for investigational testing. Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference method. No investigational testing could be performed. Gcs reviewed complaints related to lot 7340872403 and there is no indication of a trend for this lot. Ast-p634 lot 7340872403 met final qc release criteria. The lot passed qc performance testing for the cefoxitin screen.